Event description:
The plaintiff's attorney alleged that the patient experienced the following injuries: cardiac arrest and al injuries associated therewith; the patient subsequently expired. All of these are alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.